Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 434 mg/dl at the time of incident and other blood glucose values were 320 mg/dl and 420 mg/dl. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer did not allege pump was under delivering. The insulin pump will not returned for analysis.